Manufacturer narrative:
Findings: pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 148 mg/dl. The customer stated that the device was not exposed to high magnetic field. The customer received 3 motor errors in the last 30 days. The customer doesn't use the sensor feature. The customer was able to rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.